Event description:
It was reported to philips that the device had failed a self check. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty capacitor the capacitor was replaced and the device passed all performance assurance testing. Upon conclusion of the investigation by the philips field service engineer (fse), it was determined this was a malfunction of the capacitor. The device remains at the customer site and no further evaluation is required at this time.